Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5029394) on 02-apr-2013. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device(location of device:embedded in my uterus)/ it was imbedded in the cornua of the uterus") and device expulsion ("malposition of essure device(location of device: embedded in my uterus)") in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in.it took him over 45 minutes to get on one side". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999; (B)(6) 2003) and miscarriage (had also lost a baby at (B)(6) of being pregnant the umbilical got wrapped around his neck). She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2012 to 2013, fluticasone from 2012 to 2013, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015, vicodin (norco) since 2012 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ gained weight"). In 2012, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), back pain ("backaches"), nausea ("nausea"), abdominal pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day/when having sex it hurts up in there like somethings wrong them my stomach will feel sore later"), arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees"), vomiting ("vomiting if drinking any alcohol"), asthenia ("have no energy"), mood swings ("mood swings"), depression ("depression"), loss of libido ("no desire for sex"), hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"), fatigue ("my stomach was fatigue all day"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), fungal infection ("yeast infection"), insomnia ("insomnia"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat") and abdominal pain upper ("my stomach will feel sore later"). On an unknown date, the patient experienced headache ("bad headaches"), dizziness ("dizziness"), hot flush ("hot flashes") and disturbance in attention ("unable to focus"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedded) . Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, coital bleeding, back pain, nausea, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia and abdominal pain upper outcome was unknown, the dizziness, hot flush and disturbance in attention outcome was unknown, the amnesia, arthralgia, depression, alopecia, migraine, insomnia and oropharyngeal discomfort had not resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea and vomiting with essure. The reporter considered abdominal distension, abdominal pain upper, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, insomnia, malaise, menorrhagia, migraine, neuralgia, oropharyngeal discomfort, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery and she found more coil in the uterus that she didn't know. On (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedded essure coil and diagnostic spectroscopy dilation and curettage. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure is with a hysterectomy. In (B)(6) 2015 she underwent uterus hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua. On an unspecified date, she had vaginal ultrasound and she couldn't find the left coil and said the right one looks like it might be poking in her uterus. Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs &mr received- all relevant medical history, concurrent condition, lab test, lot number-774394 were added.events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction : I developed all kinds of different allergy's., apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, type : my stomach was fatigue all day. I felt sick all the time. Hair loss, hormonal changes, mood swings, no energy, pain in joints, bladder infection, yeast infection, malposition of essure device, location of essure : embedded in my uterus, migraines/headaches, migration of essure device (embedded in my uterus),nausea(feeling sick all thru out the day), pain, depression , salpingectomy (bilateral removal of fallopian tubes),I gained weight and I had and have memory loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5029394) on 02-apr-2013. The most recent information was received on 17-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device(location of device:embedded in my uterus)/ it was imbedded in the cornua of the uterus/ poking in uterus") and device expulsion ("malposition of essure device(location of device:embedded in my uterus)") in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in.it took him over 45 minutes to get on one side". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999; (B)(6) 2003) and miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck). She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2012 to 2013, fluticasone from 2012 to 2013, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015, vicodin (norco) since 2012 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("after getting essure periods were heavy and had a lot of blood clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ gained weight"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), headache ("bad headaches"), back pain ("backaches"), nausea ("nausea"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), abdominal pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day/when having sex it hurts up in there like somethings wrong them my stomach will feel sore later"), arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees"), vomiting ("vomiting if drinking any alcohol"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), depression ("depression/ still depressed "), loss of libido ("no desire for sex"), hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"), fatigue ("my stomach was fatigue all day"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), fungal infection ("yeast infection"), the first episode of insomnia ("insomina"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and the second episode of insomnia ("could not sleep my side hurt all night"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedd) and surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedd). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, coital bleeding, back pain, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal, vibratory sense increased and the last episode of insomnia outcome was unknown, the amnesia, arthralgia, depression, alopecia, migraine and oropharyngeal discomfort had not resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, increased tendency to bruise, malaise, menorrhagia, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, vaginal haemorrhage, vibratory sense increased, weight increased, the first episode of insomnia and the second episode of insomnia to be related to essure. The reporter commented: she had surgery and she found more coil in the uterus that she didnt know. On (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedded essure coil and diagnostic spectroscopy dilation and curettage. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure is with a hysterectomy. In (B)(6) 2015 she underwent uterus hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua on an unspecified date, she had vaginal ultrasound and she couldnt find the left coil and said the right one looks like it might be poking in her uterus. Patient had a brain scan on approximately 2017. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029394) on (B)(6) 2013. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of right essure device (embedded in uterus)/ it was embedded in cornua of uterus/ poking in uterus') and device expulsion ('malposition of right essure device in uterus') in a 36-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in.it took him over 45 minutes to get on one side" on (B)(6) 2011. The patient's medical history included multigravida (6), parity 2 (B)(6) 1999; (B)(6) 2003), miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck), migraine, bleeding genital, menometrorrhagia, cervicitis, menses irregular and urinary tract infection. She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. On an unspecified date, she had vaginal ultrasound and she couldn't find the left coil and said the right one looks like it might be poking in her uterus. Patient had a brain scan on approximately 2017. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity (bmi 50.8), gastritis, pelvic pain female, uterine prolapse, lumbago, esophageal reflux, pain in thoracic spine, scoliosis, dysfunctional uterine bleeding, change in bowel habits, eye contusion, blurry vision, eye injury, eye injury, cramp in lower abdomen, adenomyosis, insomnia, medical device complication and uterine dilation and curettage. Concomitant products included () from 2012 to 2013, fluticasone from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In january 2011, the patient experienced headache ("bad headaches"), procedural pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In february 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / when having sex it hurts up in there like somethings wrong with them "). In march 2011, the patient experienced nausea ("nausea"), amnesia ("memory loss") and fatigue ("my stomach was fatigue all day"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("after getting essure periods were heavy and had a lot of blood clots"). In july 2011, the patient experienced arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees/pain joints") and was found to have weight increased ("weight gain/ gained weight"). In august 2011, the patient experienced depression ("depression/ still depressed"). In january 2012, the patient experienced hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), cystitis ("bladder infection") and fungal infection ("yeast infection") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), back pain ("backaches"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), vomiting ("vomiting if drinking any alcohol"), loss of libido ("no desire for sex"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), insomnia ("insomnia, could not sleep my side hurt all night"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and pelvic pain ("after both surgeries still having problems even pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, dissection of right cornua for embedded coil on (B)(6) 2015 and uterus hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, coital bleeding, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal and vibratory sense increased outcome was unknown, the back pain and migraine had resolved, the amnesia, arthralgia, depression, alopecia, insomnia, oropharyngeal discomfort and pelvic pain had not resolved and the procedural pain was resolving. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea, procedural pain and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, increased tendency to bruise, insomnia, malaise, menorrhagia, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, pelvic pain, vaginal haemorrhage, vibratory sense increased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornua for an embedded essure coil and diagnostic spectroscopy dilation and curettage. Doctor removed tube, right coil was embedded in uterus, she dug some out. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure was with a hysterectomy. On (B)(6) 2015 she underwent uterus hysterectomy, everything was removed except my ovaries, still having problems even pain (B)(6) 2011, (B)(6) 2011(discrepancy between two pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: small amount of free fluid in the cul-de-sac. 2.4 cm opacity associated with the left ovary probably represent a left ovarian cyst. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua. Pathology test - on (B)(6) 2015: left fallopian tube c salpingectomy: -fully transected fallopian tube segment right fallopian tube, salpingectomy: -fully transected fallopian tube segment. Ultrasound pelvis - on (B)(6) 2011: the fallopian tubes are occluded bilaterally at the uterine cornua. 1. Mildly lobular, inhomogeneous, retroverted uterus measuring up to 8.1 cm with thickened endometrium measuring 9 mm. There is no discrete intrauterine mass. 2. Small amount of free fluid in the cul-de-sac and a small nabothian cyst. 3. Both ovaries appear normal. However, there are small bilateral ovarian cysts measuring no more than 9-10 mm, both representing simple ovarian cysts.; on (B)(6) 2013: negative transabdominal pelvic ultrasound. Pelvic ultrasound within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, migraine, nausea, backache, nausea, abdominal pain, back pain, vaginal bleeding, menorrhagia, alopecia, amnesia, arthralgia, concentration loss, dizziness and fatigue quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: with follow up information received on (B)(6) 2019 it was detected that this report was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-11400) which will be deleted after all information was transferred to this record # (B)(4), which will be retained. New: social media reporter was added. New event added: pelvic pain incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device(location of device:embedded in my uterus)/ it was imbedded in the cornua of the uterus/ poking in uterus") and device expulsion ("malposition of essure device(location of device:embedded in my uterus)") in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in. It took him over 45 minutes to get on one side". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999; (B)(6) 2003) and miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck). She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included obesity. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2012 to 2013, fluticasone from 2012 to 2013, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015, vicodin (norco) since 2012 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ gained weight"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), headache ("bad headaches"), back pain ("backaches"), nausea ("nausea"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), abdominal pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day/when having sex it hurts up in there like somethings wrong them my stomach will feel sore later"), arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees"), vomiting ("vomiting if drinking any alcohol"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), depression ("depression/ still depressed "), loss of libido ("no desire for sex"), hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"), fatigue ("my stomach was fatigue all day"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), fungal infection ("yeast infection"), insomnia ("insomina"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), contusion ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), metrorrhagia ("periods bleeding"), vibratory sense increased ("vibration") and poor quality sleep ("could not sleep my side hurt all night"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedd) and surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedd). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, coital bleeding, back pain, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, contusion, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal, metrorrhagia, vibratory sense increased and poor quality sleep outcome was unknown, the amnesia, arthralgia, depression, alopecia, migraine, insomnia and oropharyngeal discomfort had not resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, contusion, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, insomnia, malaise, menorrhagia, metrorrhagia, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, poor quality sleep, vaginal haemorrhage, vibratory sense increased and weight increased to be related to essure. The reporter commented: she had surgery and she found more coil in the uterus that she didnt know. On (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedded essure coil and diagnostic spectroscopy dilation and curettage. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure is with a hysterectomy. In (B)(6) 2015 she underwent uterus hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua on an unspecified date, she had vaginal ultrasound and she couldnt find the left coil and said the right one looks like it might be poking in her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Other relevant history updated. Events: contusion, alopecia areata, abdominal pain lower, abdominal pain upper, muscle twitching, muscle spasm, feeling abnormal, metrorrhagia, vibration sensation increased, poor quality sleep were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device(location of device:embedded in my uterus)/ it was imbedded in the cornua of the uterus/ poking in uterus") and device expulsion ("malposition of essure device(location of device:embedded in my uterus)") in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in.it took him over 45 minutes to get on one side". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999; (B)(6) 2003) and miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck). She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2012 to 2013, fluticasone from 2012 to 2013, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015, vicodin (norco) since 2012 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("after getting essure periods were heavy and had a lot of blood clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ gained weight"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), headache ("bad headaches"), back pain ("backaches"), nausea ("nausea"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), abdominal pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day/when having sex it hurts up in there like somethings wrong them my stomach will feel sore later"), arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees"), vomiting ("vomiting if drinking any alcohol"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), depression ("depression/ still depressed "), loss of libido ("no desire for sex"), hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"), fatigue ("my stomach was fatigue all day"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), fungal infection ("yeast infection"), the first episode of insomnia ("insomina"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and the second episode of insomnia ("could not sleep my side hurt all night"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedd) and surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedd). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, coital bleeding, back pain, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal, vibratory sense increased and the last episode of insomnia outcome was unknown, the amnesia, arthralgia, depression, alopecia, migraine and oropharyngeal discomfort had not resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, increased tendency to bruise, malaise, menorrhagia, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, vaginal haemorrhage, vibratory sense increased, weight increased, the first episode of insomnia and the second episode of insomnia to be related to essure. The reporter commented: she had surgery and she found more coil in the uterus that she didnt know. On (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedded essure coil and diagnostic spectroscopy dilation and curettage. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure is with a hysterectomy.in (B)(6) 2015 she underwent uterus hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua on an unspecified date, she had vaginal ultrasound and she couldnt find the left coil and said the right one looks like it might be poking in her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "periods bleeding" was deleted since it is identically with noted event "menorrhagia". Based on internal case reviewevent "menorrhagia" was corrected and more specified: patient reported that after getting essure her periods were heavy and she had a lot of blood clots. Pt "menorrhagia" did not change. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029394) on 02-apr-2013. The most recent information was received on 19-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of right essure device (embedded in uterus)/ it was embedded in cornua of uterus/ poking in uterus'), device expulsion ('malposition of right essure device in uterus') and perforation ('migration/ perforation') in a 36-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in.it took him over 45 minutes to get on one side" on (B)(6) 2011. The patient's medical history included multigravida (6), parity 2 ((B)(6)1999; (B)(6)2003), miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck), migraine, bleeding genital, menometrorrhagia, cervicitis, menses irregular and urinary tract infection. She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. On an unspecified date, she had vaginal ultrasound and she couldnt find the left coil and said the right one looks like it might be poking in her uterus. Patient had a brain scan on approximately 2017. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity (bmi 50.8), gastritis, pelvic pain female, uterine prolapse, lumbago, esophageal reflux, pain in thoracic spine, scoliosis, dysfunctional uterine bleeding, change in bowel habits, eye contusion, blurry vision, eye injury, eye injury, cramp in lower abdomen, adenomyosis, insomnia, medical device complication and uterine dilation and curettage. Concomitant products included fluticasone from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("bad headaches"), procedural pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / when having sex it hurts up in there like somethings wrong with them "). In (B)(6) 2011, the patient experienced nausea ("nausea"), amnesia ("memory loss") and fatigue ("my stomach was fatigue all day"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and heavy menstrual bleeding ("after getting essure periods were heavy and had a lot of blood clots"). In (B)(6) 2011, the patient experienced arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees/pain joints") and was found to have weight increased ("weight gain/ gained weight"). In (B)(6) 2011, the patient experienced depression ("depression/ still depressed"). In (B)(6) 2012, the patient experienced hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), cystitis ("bladder infection") and fungal infection ("yeast infection") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), back pain ("backaches"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), vomiting ("vomiting if drinking any alcohol"), loss of libido ("no desire for sex"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), insomnia ("insomnia, could not sleep my side hurt all night"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and pelvic pain ("after both surgeries still having problems even pain/4 years of pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, dissection of right cornua for embedded coil on (B)(6) 2015 and uterus hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, perforation, coital bleeding, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal and vibratory sense increased outcome was unknown, the back pain and migraine had resolved, the amnesia, arthralgia, depression, alopecia, insomnia, oropharyngeal discomfort and pelvic pain had not resolved and the procedural pain was resolving. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea, procedural pain and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, increased tendency to bruise, insomnia, malaise, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, pelvic pain, perforation, vaginal haemorrhage, vibratory sense increased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornua for an embedded essure coil and diagnostic spectroscopy dilation and curettage. Doctor removed tube, right coil was embedded in uterus, she dug some out. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure was with a hysterectomy. On (B)(6) 2015 she underwent uterus hysterectomy, everything was removed except my ovaries, still having problems even pain (B)(6) 2011 (discrepancy between two pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: small amount of free fluid in the cul-de-sac. 2.4 cm opacity associated with the left ovary probably represent a left ovarian cyst. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua. Pathology test - on (B)(6) 2015: left fallopian tube c salpingectomy: fully transected fallopian tube segment right fallopian tube, salpingectomy: fully transected fallopian tube segment. Ultrasound pelvis - on (B)(6) 2011: the fallopian tubes are occluded bilaterally at the uterine cornua. 1. Mildly lobular, inhomogeneous, retroverted uterus measuring up to 8.1 cm with thickened endometrium measuring 9 mm. There is no discrete intrauterine mass. 2. Small amount of free fluid in the cul-de-sac and a small nabothian cyst. 3. Both ovaries appear normal. However, there are small bilateral ovarian cysts measuring no more than 9-10 mm, both representing simple ovarian cysts.; on (B)(6) 2013: negative transabdominal pelvic ultrasound. Pelvic ultrasound within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter added. Significant for imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029394) on 02-apr-2013. The most recent information was received on 02-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of right essure device (embedded in uterus)/ it was embedded in cornua of uterus/ poking in uterus'), device expulsion ('malposition of right essure device in uterus') and perforation ('migration/perforation') in a 36-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in.it took him over 45 minutes to get on one side" on (B)(6) 2011. The patient's medical history included multigravida (6), parity 2 ((B)(6) 1999; (B)(6) 2003), miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck), migraine, bleeding genital, menometrorrhagia, cervicitis, menses irregular and urinary tract infection. She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. On an unspecified date, she had vaginal ultrasound and she couldn't find the left coil and said the right one looks like it might be poking in her uterus. Patient had a brain scan on approximately 2017. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity (bmi 50.8), gastritis, pelvic pain female, uterine prolapse, lumbago, esophageal reflux, pain in thoracic spine, scoliosis, dysfunctional uterine bleeding, change in bowel habits, eye contusion, blurry vision, eye injury, eye injury, cramp in lower abdomen, adenomyosis, insomnia, medical device complication and uterine dilation and curettage. Concomitant products included fluticasone from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("bad headaches"), procedural pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / when having sex it hurts up in there like somethings wrong with them "). In (B)(6) 2011, the patient experienced nausea ("nausea"), amnesia ("memory loss") and fatigue ("my stomach was fatigue all day"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and heavy menstrual bleeding ("after getting essure periods were heavy and had a lot of blood clots"). In (B)(6) 2011, the patient experienced arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees/pain joints") and was found to have weight increased ("weight gain/ gained weight"). In (B)(6) 2011, the patient experienced depression ("depression/ still depressed"). In (B)(6) 2012, the patient experienced hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), cystitis ("bladder infection") and fungal infection ("yeast infection") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), back pain ("backaches"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), vomiting ("vomiting if drinking any alcohol"), loss of libido ("no desire for sex"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), insomnia ("insomnia, could not sleep my side hurt all night"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and pelvic pain ("after both surgeries still having problems even pain/4 years of pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, dissection of right cornua for embedded coil on (B)(6) 2015 and uterus hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, perforation, coital bleeding, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal and vibratory sense increased outcome was unknown, the back pain and migraine had resolved, the amnesia, arthralgia, depression, alopecia, insomnia, oropharyngeal discomfort and pelvic pain had not resolved and the procedural pain was resolving. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea, procedural pain and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, increased tendency to bruise, insomnia, malaise, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, pelvic pain, perforation, vaginal haemorrhage, vibratory sense increased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornua for an embedded essure coil and diagnostic spectroscopy dilation and curettage. Doctor removed tube, right coil was embedded in uterus, she dug some out. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure was with a hysterectomy. On (B)(6) 2015 she underwent uterus hysterectomy, everything was removed except my ovaries, still having problems even pain (B)(6) 2011, (B)(6) 2011(discrepancy between two pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: small amount of free fluid in the cul-de-sac. 2.4 cm opacity associated with the left ovary probably represent a left ovarian cyst. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua. Pathology test - on (B)(6) 2015: left fallopian tube c salpingectomy: -fully transected fallopian tube segment right fallopian tube, salpingectomy: -fully transected fallopian tube segment. Ultrasound pelvis - on (B)(6) 2011: the fallopian tubes are occluded bilaterally at the uterine cornua. 1. Mildly lobular, inhomogeneous, retroverted uterus measuring up to 8.1 cm with thickened endometrium measuring 9 mm. There is no discrete intrauterine mass. 2. Small amount of free fluid in the cul-de-sac and a small nabothian cyst. 3. Both ovaries appear normal. However, there are small bilateral ovarian cysts measuring no more than 9-10 mm, both representing simple ovarian cysts.; on (B)(6) 2013: negative transabdominal pelvic ultrasound. Pelvic ultrasound within normal limits. Lot number: 774394. Manufacture date: 2010-09. Expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received by a consumer via regulatory authority (FDA, reference number: mw (B)(4)) on 02-apr-2013. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device(location of device:embedded in my uterus)/ it was imbedded in the cornua of the uterus/ poking in uterus") and device expulsion ("malposition of essure device(location of device:embedded in my uterus)") in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in. It took him over 45 minutes to get on one side". The patient's past medical history included multigravida, parity 2 ( (B)(6) 1999; (B)(6) 2003) and miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck). She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2012 to 2013, fluticasone from 2012 to 2013, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015, vicodin (norco) since 2012 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("after getting essure periods were heavy and had a lot of blood clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ gained weight"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), headache ("bad headaches"), back pain ("backaches"), nausea ("nausea"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), abdominal pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day/when having sex it hurts up in there like somethings wrong them my stomach will feel sore later"), arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees"), vomiting ("vomiting if drinking any alcohol"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), depression ("depression/ still depressed "), loss of libido ("no desire for sex"), hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"), fatigue ("my stomach was fatigue all day"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), fungal infection ("yeast infection"), the first episode of insomnia ("insomina"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and the second episode of insomnia ("could not sleep my side hurt all night"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embed) and surgery (operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embed). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, coital bleeding, back pain, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal, vibratory sense increased and the last episode of insomnia outcome was unknown, the amnesia, arthralgia, depression, alopecia, migraine and oropharyngeal discomfort had not resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, increased tendency to bruise, malaise, menorrhagia, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, vaginal haemorrhage, vibratory sense increased, weight increased, the first episode of insomnia and the second episode of insomnia to be related to essure. The reporter commented: she had surgery and she found more coil in the uterus that she didn't know. On (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornal for an embedded essure coil and diagnostic spectroscopy dilation and curettage. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure is with a hysterectomy. In (B)(6) 2015 she underwent uterus hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua on an unspecified date, she had vaginal ultrasound and she couldnt find the left coil and said the right one looks like it might be poking in her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029394) on 02-apr-2013. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of right essure device (embedded in uterus)/ it was embedded in cornua of uterus/ poking in uterus'), device expulsion ('malposition of right essure device in uterus') and perforation ('migration/ perforation') in a 36-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having problems getting the essure device in. It took him over 45 minutes to get on one side" on (B)(6) 2011. The patient's medical history included multigravida (6), parity 2 ((B)(6) 1999; (B)(6) 2003), miscarriage (had also lost a baby at 7 months of being pregnant the umbilical got wrapped around his neck), migraine, bleeding genital, menometrorrhagia, cervicitis, menses irregular and urinary tract infection. She had first normal period and no blood clots, no bleeding during sex, no heart burn, no more abdominal pain. On an unspecified date, she had vaginal ultrasound and she couldn't find the left coil and said the right one looks like it might be poking in her uterus. Patient had a brain scan on approximately 2017. Previously administered products included for an unreported indication: birth control pills from 2003 to 2011. Concurrent conditions included morbid obesity (bmi 50.8), gastritis, pelvic pain female, uterine prolapse, lumbago, esophageal reflux, pain in thoracic spine, scoliosis, dysfunctional uterine bleeding, change in bowel habits, eye contusion, blurry vision, eye injury, eye injury, cramp in lower abdomen, adenomyosis, insomnia, medical device complication and uterine dilation and curettage. Concomitant products included () from 2012 to 2013, fluticasone from 2012 to 2013, hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen from 2012 to 2015, loratadine from 2012 to 2015, nortriptyline hydrochloride from 2012 to 2013, salbutamol sulfate (ventolin hfa) until 2017, sumatriptan from 2012 to 2015 and zolpidem from 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("bad headaches"), procedural pain ("severe abdominal pain/ severe and persistent pain in abdominal area/horrible pain on left side its been hurting all day"), asthenia ("have no energy/ no energy"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / when having sex it hurts up in there like somethings wrong with them "). In (B)(6) 2011, the patient experienced nausea ("nausea"), amnesia ("memory loss") and fatigue ("my stomach was fatigue all day"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("after getting essure periods were heavy and had a lot of blood clots"). In (B)(6) 2011, the patient experienced arthralgia ("pain in both elbows/ pain in joints/knee pain/ all the time very sharp pains it was constant and very severe would drop me to my knees/pain joints") and was found to have weight increased ("weight gain/ gained weight"). In (B)(6) 2011, the patient experienced depression ("depression/ still depressed"). In (B)(6) 2012, the patient experienced hypersensitivity ("developed all kinds of different allergy's/ allergic or hypersensitivity reaction"). In 2012, the patient experienced alopecia ("hair loss/ still losing my hair"), cystitis ("bladder infection") and fungal infection ("yeast infection") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding before, after and during sex/bleeding during sex"), back pain ("backaches"), dizziness ("dizziness"), hot flush ("hot flashes"), disturbance in attention ("unable to focus"), vomiting ("vomiting if drinking any alcohol"), loss of libido ("no desire for sex"), malaise ("I felt sick all the time/ feeling sick all thru out the day"), insomnia ("insomnia, could not sleep my side hurt all night"), neuralgia ("nerve pain"), oropharyngeal discomfort ("problem with their throat"), abdominal distension ("bloating still coming and going"), dysphagia ("when eating having hard time swallowing and food getting stuck in the throat"), abdominal pain upper ("my stomach will feel sore later/feel sore"), increased tendency to bruise ("bruise so easily and so much more"), alopecia areata ("bald spot"), abdominal pain lower ("left side pain"), muscle twitching ("twitching"), muscle spasms ("spasm"), feeling abnormal ("feeling abnormal"), vibratory sense increased ("vibration") and pelvic pain ("after both surgeries still having problems even pain/4 years of pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, dissection of right cornua for embedded coil on (B)(6) 2015 and uterus hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, perforation, coital bleeding, nausea, dizziness, hot flush, disturbance in attention, vomiting, asthenia, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, malaise, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, fungal infection, weight increased, neuralgia, abdominal distension, dysphagia, abdominal pain upper, increased tendency to bruise, alopecia areata, abdominal pain lower, muscle twitching, muscle spasms, feeling abnormal and vibratory sense increased outcome was unknown, the back pain and migraine had resolved, the amnesia, arthralgia, depression, alopecia, insomnia, oropharyngeal discomfort and pelvic pain had not resolved and the procedural pain was resolving. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, back pain, coital bleeding, depression, disturbance in attention, dizziness, headache, hot flush, loss of libido, mood swings, nausea, procedural pain and vomiting with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dysphagia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hormone level abnormal, hypersensitivity, increased tendency to bruise, insomnia, malaise, menorrhagia, migraine, muscle spasms, muscle twitching, neuralgia, oropharyngeal discomfort, pelvic pain, perforation, vaginal haemorrhage, vibratory sense increased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she underwent operative laparoscopy with bilateral salpingectomy and dissection of the right cornua for an embedded essure coil and diagnostic spectroscopy dilation and curettage. Doctor removed tube, right coil was embedded in uterus, she dug some out. At two weeks post surgery she said that my surgery was so difficult that the only way to remove essure was with a hysterectomy. On (B)(6) 2015 she underwent uterus hysterectomy, everything was removed except my ovaries, still having problems even pain (B)(6) 2011,(B)(6) 2011(discrepancy between two pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: small amount of free fluid in the cul-de-sac. 2.4 cm opacity associated with the left ovary probably represent a left ovarian cyst. Hysterosalpingogram - on (B)(6) 2011: fallopian tube occluded bilaterally uterine cornua. Pathology test - on (B)(6) 2015: left fallopian tube c salpingectomy: fully transected fallopian tube segment right fallopian tube, salpingectomy: fully transected fallopian tube segment. Ultrasound pelvis - on (B)(6) 2011: the fallopian tubes are occluded bilaterally at the uterine cornua. 1. Mildly lobular, inhomogeneous, retroverted uterus measuring up to 8.1 cm with thickened endometrium measuring 9 mm. There is no discrete intrauterine mass. 2. Small amount of free fluid in the cul-de-sac and a small nabothian cyst. 3. Both ovaries appear normal. However, there are small bilateral ovarian cysts measuring no more than 9-10 mm, both representing simple ovarian cysts.; on (B)(6) 2013: negative transabdominal pelvic ultrasound. Pelvic ultrasound within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- perforation, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.